Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that the capture threshold of the right ventricular lead had increased most likely due to a micro-dislodgement or poor fixation. A surgery was performed to revise the lead, and all parameters were normal when a pacing system analyzer was used. The lead could then not be secured into the device header, the set screw would not tighten. The device was replaced. The lead was connected to the new device and the patient was stable with no consequences. Related manufacturer report number: 2938836-2017-33445.